Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on 4 bd vacutainer k2e (edta) 18.0mg plus blood collection tubes. The following information was provided by the initial reporter: yellow color stain.

Event description:
It was reported that prior to use foreign matter was discovered on 4 bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes. The following information was provided by the initial reporter: yellow color stain.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additve abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.